Event description:
I have pinnacle acetabular cup left hip prothesis placed (B)(6). I will be having a total hip revision (B)(6) 2014 due to three dislocations occuring between (B)(6) 2014. I am a healthy (B)(6) female. I had the right hip replaced (B)(6) with a smith & nephew prosthesis and have no problems. The first dislocation occurred while painting a chair. The second putting on a shoe, and the third while in the shower. Prior to these events I played golf, worked (dental hygienist) and had a normal, active life. I will again incur the loss of work, additional expense and the fear of going through the surgery again. I hear that the revision is more difficult than the original placement. If this aligns with other complaints, I am glad that I am reporting this experience. If there is a change of this product being recalled I would concur with this decision. Thank you.